Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in one piece with no defects to the fiber body. Microscopic inspection of the tip indicated it was degraded down to the fiber jacket. Visual inspection of the fiber body did not exhibit any breaks or defects. The fiber was connected to console, and no light was coming out of the connector face, indicating an internal fracture. Additionally, burn marks were also observed. During functional testing, there was no aim beam observed. The observed condition of no light exiting the connector could be a result of internal fracture in the connector. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there was no energy output with this device. The procedure was completed with another device without reported complications. Analysis of the fiber identified a fiber internal connector fracture.